Event description:
The customer reported an ad channel 8 failure. The fe confirmed this resulted in the inability of the c-arm to boot up. This resulted a total loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power signal interface board and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.